Manufacturer narrative:
Pr#: (B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx displayed an error code. There was no reported patient involvement.